Manufacturer narrative:
(B)(4). Date sent: 11/03/2025. D4: batch #484d79. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60d reload was received unfired. The returned reload was loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 484d79, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2025 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: please provide the product code of the device which the reload was trying to be installed. Currently, unknown. Please provide more details for " cartridge moved from the base to the middle" the cartridge doesn't fit onto the jaw. It moves around inside the jaw. Was the plastic portion of the cartridge damaged? No. Was the metal cartridge pan separated from the plastic portion of the cartridge? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during a laparoscopic unknown respiratory surgery, the cartridge did not fit and the cartridge moved from the base to the middle after the cartridge was loaded. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.